Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was not confirmed. The system controller was not returned for analysis. The provided information indicated that the patient¿s controller and power module were exchanged because of driveline fault alarms. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot no external power and driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00484. It was reported that the patient's controller was alerting for driveline fault alarms.